Event description:
While therapist was setting up vapotherm unit, the circuit leaked. This had not been connected to the patient; problem discovered during setup. This correlates to a previous report submitted. Since this failure, vapotherm has exchanged out all of our stock of this circuit with their newly designed version. Our opinion of this new design is that this leaking problem has been resolved and there is a more positive latching mechanism.======================manufacturer response for patient circuit, precision flow (per site reporter)======================manufacturer provided rga return goods authorization for product return evaluation.